Manufacturer narrative:
No damage on the keypad assembly. No button error alarm. Unit received with blank display due to moisture damage at electronic. Unit received with moisture damaged at motor, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that the pump got wet, reverted to a blank display and stopped working. Customer's blood glucose was 234 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.